Event description:
The customer reported via phone call that the display of the insulin pump was defective and that the customer was unable to read the text or digits on the insulin pump. The customer's blood glucose was unknown. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with bleeding and cracked lcd glass. The insulin pump also has minor scratches on lcd window.